Manufacturer narrative:
The t:slim pump user guide states to only use single-use, disposable t:slim cartridges. The efficacy of the t:slim pump can not be guaranteed if cartridges are filled more than once. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer indicated cartridges were reused. There was no impact to the customer's blood glucose level.